Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital for reason unrelated to the device. It was noted that the right ventricular lead exhibited high capture thresholds and a decrease in sensing. The lead was capped and replaced on (B)(6) 2018. The patient was in stable condition post procedure.